Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak during pd treatment . During drain 2 of 4 the patient encountered an air detected in cassette warning that happened multiple times. The patient found a hole in the patient line where there was fluid leaking. Upon follow up, the patient¿s pd nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient is using the same cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak during pd treatment . During drain 2 of 4 the patient encountered an air detected in cassette warning that happened multiple times. The patient found a hole in the patient line where there was fluid leaking. Upon follow up, the patient¿s pd nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient is using the same cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. The complaint sample is not available for manufacturer physical evaluation. At this time a search in the system was performed, to verify the product availability for companion samples. The entire lot has been sold and distributed. Since the complaint sample is not available, neither photos or videos were provided for evaluation and during the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided. During the product history review of the involved lots to the patient, it was found on lot number 22pr08048 a documented nonconformance (1223858) related to the same failure mode as alleged in the event description. The nonconformance found was against a cut in the patient line p/n 55-4440. The alleged event ¿ the patient found a hole in the patient line where there was fluid leaking¿ was confirmed based the nonconformance found during the DHR review performed.